Event description:
It was reported that the rover was smoking during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention or adverse consequences associated with this event.

Manufacturer narrative:
It was noted by the service technician that the rover was unusually dusty which may have given the impression of smoke if the dust was pulled through the exhaust fans. The smoke could not be duplicated.